Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient was implanted last week and all connections were showing red/avoid. The patient was closed with the assumption that something was mechanically wrong with the lead. The patient was brought back in three days later for exploration and a possible revision/replacement. The rep "tested with an external neurostimulator (ens)" before closing up the patient and the results did not change. When the rep went to check the patient's ins, it was showing not activated and had no patient information on it. The rep was able to do an impedance check last week on the tablet. It was confirmed that the rep was able to activate the ins and all impedances were within range. The rep was advised to check the session reports. The session report provided no new information. There were no symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating multiple impedance tests were conducted to determine the electromechanical integrity of the system during stage 2 implant. Those tests kept revealing suspect circuit combinations. Upon subsequent tests on day of scheduled revision, tests showed normal circuits. No cause was determined for this issue.